Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the scs ipg was positioned at the beltline causing pain to the patient due to the work uniform. As the result, surgical intervention was undertaken wherein the ipg was relocated in the new pocket on (B)(6) 2019. Reportedly, issue has resolved.